Event description:
Plasmablade device became unplugged during the middle of a case and when the device was plugged back into the generator. The generator displayed and end of life error code and the device would not function.

Manufacturer narrative:
Generator not returned to the manufacturer at time of medwatch report. Generator will be evaluated upon receipt.